Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non- totally occluded, 32mmx3.50mm, eccentric target lesion contained a >45 and <90 bend was located in the tortuous and mildly calcified left anterior descending artery (lad). After pre-dilatation, a 32 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was device was removed and it was noted that the tip of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged in its mid section with struts stretched and lifted distally from the stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non- totally occluded, 32mmx3.50mm, eccentric target lesion contained a >45 and <90 bend was located in the tortuous and mildly calcified left anterior descending artery (lad). After pre-dilatation, a 32 x 3.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was device was removed and it was noted that the tip of the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.